Event description:
It was reported by repair work order that the back rest was cracked in the middle and may not support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.